Event description:
A report was received that the patient was experiencing high impedances. The physician decided to revise and during the revision it was discovered that the m1 connectors contained fluid so they were replaced. The patient was reportedly doing fine after the revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-9004-70 serial#:(B)(4) model description:precision connector m1 - 70 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.